Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (does not work). Upon receipt the device failed the functional and manufacturing tests. It was found that the drill mounting mechanism was bent, the motor was rusty, and the cable was out of tolerance. "Tornado": preventive replacement of o-rings performed acc.to sb13f317. Motor does not turn: motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. Damaged parts of the drill mounting mechanism replaced. Missing parts of the of the drill mounting mechanism completed. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Hipot test completed. Electrical safety test completed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the reported failure was thus identified as the bent mechanism, rusty motor, and out of tolerance cable. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
It was reported by the affiliate in croatia that during pre-surgery to an unspecified surgical procedure, it was observed that the 8022 hand pc tornado shaver device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the drill mounting mechanism on the device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.